Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that it was difficult to pierce through the stopper with bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: "on june 22, the hospital reported a new case of 367812 that the inner cover could not be removed. Because the inner cover is not removed, the pipeline probe is broken".

Event description:
It was reported that it was difficult to pierce through the stopper with bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: "on june 22, the hospital reported a new case of 367812 that the inner cover could not be removed. Because the inner cover is not removed, the pipeline probe is broken."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 customer photo for review and analysis. The customer photo was evaluated and the issue of closure separation was observed as the photo provides evidence of hemogard caps detached from the rubber stoppers. Additionally, 29 retention samples from the bd inventory were functional testing and no issues relating to closure separation were observed therefore, closure separation cannot be duplicated from retain testing. Bd was able to confirm the customers reported failure mode closure separation based on the customer sample testing results however, bd was unable to determine the root cause of the issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trend. H3 other text : see h.10.